Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 1, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress .

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the right angle luer cracked and leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
The actual sample was returned for evaluation, which consisted of only the arterial line with the one way valve and l-shaped connector. Review of the device history records revealed no manufacturing issues. The sample line was pressurized with air and submerged in a water bath. The sample immediately began to leak from the l-shaped connector, and was not able to hold any pressure. This component was visually inspected and it was found that the part was split along the seam of the connector. All purge and sampling lines are 100% leak tested in process. Historically, the cause of the split in the l-shaped connector was overtightening the connector onto a port. The complaint was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.